Manufacturer narrative:
The device was returned for analysis and it was determined that the suture likely pulled out with the device during retraction. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
Date of event estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A proglide device was returned to the abbott vascular returned goods lab with no reported information. Preliminary analysis of the returned device found the suture was returned removed from the device. The knot and loop were properly formed. The knot was advanced and fully tightened. It appears the loop was cut in an angle and the suture rail end was cut, 25.5cm from the knot. A device in this condition would not have achieved hemostasis. No additional information was provided. Attempts to contact the facility provided no information.